Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functioning properly. The response button cable was creased and the +3.3 v trace was damaged near the bezel. The root cause for the damaged trace could not be positively identified. No adverse event resulted from the defective monitor.